Event description:
It was reported that a patient sustained hypopigmentation to the left cheek and lip areas following treatment with a lumenis ultrapulse encore laser. The event was reported to the manufacturer over one year post treatment.

Manufacturer narrative:
Patient treatment records and patient photographs were provided by the initial reporter. An examination of historical subject device service records concluded that the device had been serviced for preventative maintenance within the timeframe suggested by the manufacturer. No related device malfunction was observed at that time. Subject device malfunction is not the suspected root cause of the event reported. An evaluation of the reported event details and patient photographs by a lumenis healthcare professional concluded aggressive treatment settings in contradiction to common medical practice and device training employed by the device operator during treatment to be the root cause of the event reported.